Manufacturer narrative:
The following fields have been updated with additional information: site legal name (FDA): franklin lakes. B.5. Describe event or problem: it was reported that unspecified bd¿ device tube had underfill. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. Unknown batch no. Unknown. It was reported that for participant (B)(6) on thursday last week, I was not alerted to this until the infusion started so we could not redraw the coag in a new tube. ¿we have now had 2 visits in a row where the blue coag tube for covance lost suction. For participant (B)(6) on thursday last week, I was not alerted to this until the infusion started so we could not redraw the coag in a new tube. Today, for (B)(6), the blue coag tube was unable to fill so we used a blue tube from onsite and that filled just fine.¿"

Event description:
It was reported that unspecified bd¿ device tube had underfill. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. Unknown batch no. Unknown it was reported that for participant (B)(6) on thursday last week, I was not alerted to this until the infusion started so we could not redraw the coag in a new tube. ¿we have now had 2 visits in a row where the blue coag tube for covance lost suction. For participant (B)(6) on thursday last week, I was not alerted to this until the infusion started so we could not redraw the coag in a new tube. Today, for (B)(6), the blue coag tube was unable to fill so we used a blue tube from onsite and that filled just fine.¿"

Manufacturer narrative:
Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. After further followup with the customer it was found that there was no issue on their end. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. After further followup with the customer it was found that there was no issue on their end. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ device tube had underfill. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. Unknown batch no. Unknown it was reported that for participant 1453 on thursday last week, I was not alerted to this until the infusion started so we could not redraw the coag in a new tube. ¿we have now had 2 visits in a row where the blue coag tube for covance lost suction. For participant 1453 on thursday last week, I was not alerted to this until the infusion started so we could not redraw the coag in a new tube. Today, for 1452, the blue coag tube was unable to fill so we used a blue tube from onsite and that filled just fine.¿"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ device tube had underfill. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. 367863 batch no. 8215731. It was reported that for participant (B)(6) on thursday last week, I was not alerted to this until the infusion started so we could not redraw the coag in a new tube. ¿we have now had 2 visits in a row where the blue coag tube for covance lost suction. For participant (B)(6) on thursday last week, I was not alerted to this until the infusion started so we could not redraw the coag in a new tube. Today, for (B)(6), the blue coag tube was unable to fill so we used a blue tube from onsite and that filled just fine".